Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, device was found to be in back up vvi mode. A download was performed successfully and the device was returned to normal operation. Patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.